Manufacturer narrative:
As of 07/05/2016 aso has not received further information from the consumer. Aso was able to obtain a lot number and performed test for adhesion properties. Refer to relevant tests/lab data for further details. Aso will follow-up on this report as soon as possible, if the consumer provides further information.

Event description:
Consumer reported that while removing the bandage, this pulled her skin and flesh off. Consumer stated the adhesive is too strong.

Manufacturer narrative:
As of 07/05/2016 aso has not received further information from the consumer. Aso was able to obtain a lot number and performed test for adhesion properties. Aso will follow-up on this report as soon as possible, if the consumer provides further information. As of 05/16/2017 aso received additional information from the consumer and unused product. Aso performed test for adhesion properties.

Event description:
Consumer reported that while removing the bandage, this pulled her skin and flesh off. Consumer stated the adhesive is too strong.